Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted. No rounding numbers, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. Customer reported none of the buttons were responsive when attempting to clear the alarm. It was also found the numbers were ramping up without stopping on the insulin pump during an attempted bolus. The customer's blood glucose was 195 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.